Manufacturer narrative:
The batch record for this lot has been reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not abnormal. The physician implanted devices 3.5 months after the labeled expiration date.

Event description:
It has been reported that the physician implanted the device (B) (6) 2009. On (B) (6) 2010, the physician performed a second surgery because the device did not achieve the desired cosmetic benefit. The device had completely absorbed at the time of the second surgery.